Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient has been having a gradual increase in tremor since (B)(6) 2017. It was reported that the right side was worse than the left. It was also reported that the patient need to have their device adjusted, but the hcp needed assistance increasing stimulation as they were getting the upper limit on both sides. Patient was programmed at 3.0 v on right side and 1.8 v on left side. No further complications were reported.